Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: comparison of outcomes of transcatheter edge-to-edge repair with early versus latest generation mitraclip for severe mitral regurgitation.

Event description:
The article "comparison of outcomes of transcatheter edge-to-edge repair with early versus latest generation mitraclip for severe mitral regurgitation" was reviewed. The article presented a retrospective single center study, to evaluate the effectiveness of the mitraclip g4 in the reduction of mr compared to the early-generation mitraclip. Devices mentioned include mitraclip. The article concluded that the mitraclip g4 system achieved significantly greater reduction of mr severity compared to the earlier generation mitral teer device. [The primary author and corresponding author was khin may thaw mbbs at the prince charles hospital, chermside, australia with corresponding email khinmaythaw.kmt@gmail.com. The time frame of the study december 2011 and february 2024. A total of 180 patients were included in this study, of which all received an abbott device. Comorbidities included hypertension, hypercholesterolemia, diabetes mellitus, atrial fibrillation, myocardial infarction, prior pci, prior CABG, prior stroke, smoking, prior mitral valve repair, peripheral vascular disease, chronic kidney disease, primary and secondary mitral regurgitation. Peri and post-procedural complications include death, heart failure hospitalization, stroke, myocardial infarction. December 2011 and february 2024. Of these, 140 received early-generation mitraclip devices and 43 received the g4 system.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, hypercholesterolemia, diabetes mellitus, atrial fibrillation, myocardial infarction, prior pci, prior CABG, prior stroke, smoking, prior mitral valve repair, peripheral vascular disease, chronic kidney disease, primary and secondary mitral regurgitation. Complications reported included death, heart failure hospitalization, stroke, myocardial infarction; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Therefore, no corrective action is required. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: comparison of outcomes of transcatheter edge-to-edge repair with early versus latest generation mitraclip for severe mitral regurgitation